Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on (B)(6) 2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).

Event description:
On (B)(6) 2024, it was reported, that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated, that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported, that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although, the patient then began to develop symptoms of abdominal pain. Therefore, on (B)(6) 2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received, antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated, the patient is recovering from the event. The nurse stated, it is unknown, how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded. And is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated, the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. The patient reportedly, experienced a hole in the cassette cartridge, prior to developing peritonitis. Based on the reported information, it cannot be determined, what may have caused the hole in the liberty cycler set. The product has been discarded and will not be returned to the manufacturer for product analysis. However, due to the known risk of peritonitis, when a breach in the sterile pd circuit occurs, the liberty cycler set cannot be excluded in the peritonitis event.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on (B)(6) 2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2023 the patient experienced a hole in the cartridge of the liberty cycler set (lot # unknown, product discarded). Per the nurse, the patient was initiated on prophylactic antibiotic therapy with ceftazidime (2 grams) and vancomycin (1 gram)intraperitoneal (ip). However, on (B)(6) 2024, the patient began to have symptoms of cloudy pd effluent. As a result, the patient continued the same antibiotic regimen. However, the nurse reported that the patient continued to have cloudy pd effluent despite therapy. On (B)(6) 2024, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had an elevated white blood cell (wbc) count (result not provided) with no organism growth. Per the nurse, the patient had the medication gentamicin (dose not provided) to the patient¿s antibiotic regimen. Although the patient then began to develop symptoms of abdominal pain. Therefore, on (B)(6) 2024, the patient went to the hospital (per medical advice) and was admitted with peritonitis. While hospitalized, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. Per the nurse, the patient also received antibiotic therapy, but details were unknown. Subsequently, on (B)(6) 2024, the patient was discharged from the hospital continuing outpatient hemodialysis. The nurse stated the patient is recovering from the event. The nurse stated it is unknown how the hole in the cartridge of the liberty cycler set occurred, possible product deficiency versus operator error. The product has been discarded and is not available for return to the manufacturer for further analysis. However, per the nurse, there were no further instances of the reported issue. Regardless, the patient developed peritonitis after the hole in the cartridge occurred. Therefore, the nurse indicated the peritonitis was likely to be associated with the product issue (known to cause a breach in the sterile pd pathway).